Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a post-implant follow up, it was noted that the pacing threshold measurements on this right ventricular (rv) lead had significantly increased while the sensing had decreased. The pacing impedance measurements were also above 4,000 ohms. A revision was performed and the physician noted that the rv lead was damaged. The rv lead was explanted and successfully replaced. No adverse patient effects were reported and the patient was fine following the revision.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed gore separation on the proximal shocking coil. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing confirmed the lead body damage but was unable to reproduce the other reported clinical observations.